Event description:
Pt reported vomiting, kink in lap-band tubing.

Manufacturer narrative:
Catalog number: lap-band adjustable gastric banding system unknown size. Taper unk. Medwatch sent to FDA on: 15-oct-09. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with his complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the reported event of difficulty adding/removing saline as follows: " it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."